Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with the sleeve steering issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated and a cause for the unintended movement associated with the sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system and the steerable guide catheter referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted a rotated heart and anterior prolapse were present. An ntw clip was inserted and advanced over the valve. However, while steering down, it was observed the clip deflected in the wrong direction. The clip delivery system (cds) was removed, then reinserted. The physician confirmed the blue makers were aligned. When attempting to steer down, the clip continued to deflect in the wrong direction. Therefore, the clip was removed and replaced. Another ntw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. However, after retracting the cds into the steerable guide catheter (sgc), the physician felt a significant amount of resistance. Since the cds was already in the sgc, the decision was made to remove both devices together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.